Event description:
Follow-up determined that there was no note that the ventricular lead was "separated from the screw."

Event description:
It was reported that the patient felt pain, chest movement and possible phrenic nerve stimulation during testing of their right ventricular (rv) lead. The rv lead showed no capture in the bipolar or unipolar configuration and no threshold. Additionally, the lead had a high ventricular threshold and was possibly dislodged. The rv lead was revised. In the night following the revision, the threshold was elevated again but later the next day it had decreased. It was also reported that the lead "separated from the screw." The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).